Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, patient explanted the lens with the reason maladaptation to the lens. The lens exchanged with non company lens 5 months following the initial procedure. Clinical reason for explant was mentioned as fogginess and halos. Additional information has been received that there was no patient impact.